Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision tha - left hip. Cup revision due to pain associated with aseptic loosening of acetabular component. Cup found to be grossly loose with fractured screws which were removed with broken screw removal set. Fretting at the mdm/cup interface noted per surgeon. Pathology deemed negative for infection per surgeon. Retained component: securfit plus stem size 10". Patient was revised to a 66h trident tritanium hemispherical shell with 5 screws, an mdm/ adm liner construct, and a 28mm biolox ceramic head with +2.5 adapter sleeve.